Manufacturer narrative:
The customer did not request service for this event (due to the event being related to the performance of the reagent). This medwatch report is related to the following sixteen (16) medwatch reports pertaining to this event: 2050012-2011-02495, 2050012-2011-04964, 2050012-2011-04965, 2050012-2011-04966, 2050012-2011-04969, 2050012-2011-04970, 2050012-2011-04971, 2050012-2011-04972, 2050012-2011-04975, 2050012-2011-04976, 2050012-2011-04977, 2050012-2011-04978, 2050012-2011-04979, 2050012-2011-04980, 2050012-2011-04981, 2050012-2011-04982.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report unexpectedly high rheumatoid factor (rf) results for seventeen (17) patient samples assayed using immage rf reagent on an immage 800 immunochemistry system. The patient results were reported out of the laboratory. It is unknown if there was an impact to patient treatment due to the unexpectedly high rf results. The customer reported that the unexpectedly high rf results were obtained using immage rf reagent lot # m911529. About a month earlier, the customer had tested samples from the same patients using an older lot of immage rf reagent (lot # m906328) and had obtained lower expected rf results. The customer reported that too many positive results (i.e., > 20.0 iu/ml) were being generated using lot # m911529. This medwatch report is one (1) of seventeen (17) reports generated to address this event (i.e., one (1) report per patient). While a definitive root cause has not been determined for this event, the performance of the reagent is suspected to be attributed to this event.